Event description:
It was reported that "string broke form the bag inside the patient during endoscopic lithotripsy of ureter." Multiple attempts for a dditional information have been requested from the complainant have been unsuccessful at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "string broke form the bag inside the patient during endoscopic lithotripsy of ureter." Multiple attempts for additional information have been requested from the complainant have been unsuccessful at the time of this report.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis a device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.